Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different pts that were generated by the access 2 intrument. The customer indicated that the elevated accu tnl result was 4.09 ng/ml from pt a and 0.83 ng/ml from pt b. The accu tnl results were reported out of the lab. The customer indicated that the physician questioned the pt a accu tnl result. The customer re-tested the pt a and b original samples for accu tnl. The re-peat accu tnl result was 0.09 ng/ml from pt a and 0.42 ng/ml from pt b. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.